Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 15 mg/dl. The customer stated that her mother treated her with a glucagon shot, which brought the blood glucose reading up to the 70 mg/dl range. She noted that there were no significant events leading up to the 911 call other than the fact that she and her doctor had been messing around with the insulin pump. She stated that the perceived cause of low blood glucose was the device's settings. She was taken to the emergency room and released once her blood glucose reading rose to the 100 mg/dl range. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.